Event description:
As reported, the atraumatic tip of a 6/7f mynx control vascular closure device (vcd) did not enter the sheath. The tip could not go in because the sealant protecting part was ¿inflated¿. The tip was split. The sealant was not exposed to any blood/fluid prior to entering the sheath. The sealant was expanded. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a non-cordis sheath. There was little vessel tortuosity. The device was prepared and used in accordance with instructions for use (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2129103 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the atraumatic tip of a 6/7f mynx control vascular closure device (vcd) did not enter the sheath. The tip could not go in because the sealant protecting part was ¿inflated¿. The tip was split. The sealant was not exposed to any blood/fluid prior to entering the sheath. The sealant was expanded. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a non-cordis sheath. There was little vessel tortuosity. The device was prepared and used in accordance with instructions for use (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open and syringe connected to the device. The sealant remained in the manufacturing position, exposed to blood. The sealant sleeve assembly was observed severely damaged/kinked. No damages in the atraumatic tip of the returned device were observed. The involved procedure sheath was not returned; therefore, compatibility of the sheath used with the returned device cannot be verified. Per functional analysis, an insertion/withdrawal test could not be performed on the returned device due to the severely kinked/bent sealant sleeve assembly as received, and the involved procedure sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. Per microscopic analysis, visual inspection at high magnification showed the sealant sleeve assembly was severely damaged/kinked, and the sealant remained in the manufacturing position, exposed to blood. The involved procedure sheath was not returned for evaluation; therefore, an assessment of any damages that could have obstructed the device path and damaged the sealant sleeve assembly could not be made. A product history record (phr) review of lot f2129103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system impeded¿ and ¿mynx control sealant sleeves damaged¿ ere confirmed during analysis of the returned device. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have caused the kinks/bends observed in sealant sleeve assembly. The reported ¿atraumatic tip frayed/split/torn-in patient¿ was not confirmed during analysis of the returned device. However, it was observed that the sealant sleeve assembly of the returned device was damaged/kinked, which may have contributed to the reported incident. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the events experienced by the customer are related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.